Event description:
It was reported that a review of a remote transmission showed episodes of non-sustained right ventricular over-sensing resulting from intermittent post-sensed t wave over-sensing by the device. No intervention was made at this time. No patient symptoms were reported.